Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. For info related to the first event see MDR # 1713747-2013-00160.

Event description:
The following was reported by the user facility: during treatment a blood leak was observed. The leak occurred on the same pt on two different treatment days. The leak was detected in the dialysate and machine alarmed. The pt is doing well and received no intervention, transfusion, and/or antibiotics as a results of the blood loss. Pt ebl was 150 cc. Sample has been discarded by user facility.